Manufacturer narrative:
The device was not returned for analysis. From the information provided there is no indication the device was used against instructions for use. Based on the investigation and the information provided, the most probable root cause is operational context.

Event description:
While trying to access the cavernous sinus with the guidewire (subject device), the distal tip of the wire got stuck in the previous deployed coil mass. The physician tried to ¿retract with torque and the coil of this wire was unraveling." The distal end of the wire remains in the jugular vein. No attempts were made to remove the device. The patient is reported to be in ¿good¿ condition.

Event description:
While trying to access the cavernous sinus with the guidewire (subject device), the distal tip of the wire got stuck in the previous deployed coil mass. The physician tried to ¿retract with torque and the coil of this wire was unraveling." The distal end of the wire remains in the jugular vein. No attempts were made to remove the device. The patient is reported to be in ¿good¿ condition.